Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for 'thrombus formation (device)-post procedure' was confirmed with objective evidence via imaging evaluation. Available information suggests patient related factors such as pre-existing patient anomaly (echo lucent region identified pre-op), anticoagulation management likely contributed to the event. Information indicates that the root cause of device failure was primarily due to patient condition(s). Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where the patient had successful valve implantation. Post implantation, anticoagulation was held due to a suspected hematoma and the entire valve thrombosed. Patient remained in the hospital for two weeks and eventually was able to receive anticoagulation through IV heparin, after it was deemed safe from the hematoma; however, the valve has not functioned properly since. Ultimately, patient ended with moderate tricuspid regurgitation (tr) with symptomatic improvement and was discharged home on coumadin.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional information was received that the patient received a valve in valve (viv) procedure on pod 131. The viv was done due to the patient developing halt from being withheld anticoagulant (site's decision post evoque implantation).